Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during the follow-up, transesophageal echocardiogram (tee) showed thrombus on device and it was a laminar thrombus. The patient had received medication. After procedure, dual antiplatelet therapy with aas and clopidogrel were given. The patient is stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was implanted. 5000 iu of heparin after transseptal puncture and 3000 iu additionally before device delivery. On (B)(6), transesophageal echocardiogram (tee) showed thrombus on device detected on 3 month follow-up. It was a laminar thrombus (3,7mm wide in the antero-superior quadrant of the disc). Medical decision to restart anticoagulation with dabigatran 220 mg/day. The patient had received dabigatran 110mg/12h until 24h pre-procedure. After procedure, dual antiplatelet therapy with aas and clopidogrel, as per protocol. Follow up tee in 3 months to evaluate thrombus. The patient is stable.